Manufacturer narrative:
Note: we have not completed our investigation of this event. At this time, we will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received a report from a customer reporting that during morning startup, the gantry started, but then shut itself off. The philips field service engineer (fse) determined that the cpm assembly had failed and was putting off a burning smell and a small amount of smoke for approximately 15 seconds. There was no fire, the fire department was not called and no fire/smoke alarms were activated. There was no pt involvement during the start-up of the system.